Manufacturer narrative:
Date of death: used the first day of the month of (B)(6) 2022, as death date was unknown. Date of event: used the first day of the month of (B)(6) 2022, as event date was not provided.

Event description:
(B)(6) registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina, silent ischemia and was refereed for cardiac catheterization. The index procedure was performed on the same day. The target lesion 1 was located in the left main coronary artery (lmca) with 95% stenosis and was 28 mm long, with a reference vessel diameter of 2.75 mm. The target lesion 1 was treated with pre-dilatation and placement of a 2.75 mm x 32 mm promus premier stent system. Following post-dilatation, the residual stenosis was 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the subject died. The primary cause of death was unknown. It was confirmed that it was not related to covid-19. No action was taken to treat the event and it is unknown if an autopsy was performed.